Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of the essure devices') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("fragments of the devices on the claimant's body") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of skin lesion, oedema lower limb, menstrual disorder and dysmenorrhoea. As concurrent condition the report mentioned ovarian cyst. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain, cramps"), swelling ("swelling"), rash ("skin rashes"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), sciatica ("sciatica"), headache ("headaches"), blindness ("loss of vision"), metal poisoning ("metallosis"), nausea ("nausea"), abdominal pain ("abdominal pain"), constipation ("constipation") and amenorrhoea ("amenorrhoea"). The patient was treated with naproxen as well as surgery (bilateral salpingectomy , vaginal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amenorrhoea, back pain, blindness, constipation, device breakage, genital haemorrhage, headache, metal poisoning, nausea, pelvic pain, rash, sciatica and swelling to be related to essure administration. The reporter commented: on (B)(6) 2017, a total bilateral salpingectomy was performed to remove the essure device. In the preoperative control ultrasound it was stated that 'both essures can be observed in the same location as in previous ultrasounds.' The following was stated in the findings section of the procedure report 'complete right essure device. Left essure device appears incomplete at the end close to the uterus.'. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: using a simple x-ray we can see the position of the micro-inserts in the pelvis. [Ultrasound scan vagina] on (B)(6) 2014: uterus in anteversoflexion measuring 65 x 40 x 41 mm. Left ovary of 32 x 25 mm, normal in appearance, with anechoic image of 22, functional in appearance. Right ovary of 24 x 14 mm, normal in appearance. Bilateral density at the theoretical level of both tubes at the level of the uterine horn junction compatible with the essure device. No free liquid.' Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("fragments of the devices on the claimant's body") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of skin lesion, oedema lower limb, menstrual disorder and dysmenorrhoea. As concurrent condition the report mentioned ovarian cyst. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), pelvic pain ("pelvic pain, cramps"), swelling ("swelling"), rash ("skin rashes"), genital haemorrhage ("excessive bleeding"), back pain ("low back pain"), sciatica ("sciatica"), headache ("headaches"), blindness ("loss of vision"), metal poisoning ("metallosis"), nausea ("nausea"), abdominal pain ("abdominal pain"), constipation ("constipation") and amenorrhoea ("amenorrhoea"). The patient was treated with naproxen as well as surgery (bilateral salpingectomy , vaginal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, amenorrhoea, back pain, blindness, constipation, device breakage, genital haemorrhage, headache, metal poisoning, nausea, pelvic pain, rash, sciatica and swelling to be related to essure administration. The reporter commented: on (B)(6) 2017, a total bilateral salpingectomy was performed to remove the essure device. In the preoperative control ultrasound it was stated that 'both essures can be observed in the same location as in previous ultrasounds.' The following was stated in the findings section of the procedure report 'complete right essure device. Left essure device appears incomplete at the end close to the uterus.'. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2014: using a simple x-ray we can see the position of the micro-inserts in the pelvis. [Ultrasound scan vagina] on (B)(6) 2014: uterus in anteversoflexion measuring 65 x 40 x 41 mm. Left ovary of 32 x 25 mm, normal in appearance, with anechoic image of 22, functional in appearance. Right ovary of 24 x 14 mm, normal in appearance. Bilateral density at the theoretical level of both tubes at the level of the uterine horn junction compatible with the essure device. No free liquid.' Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2022: patient age, events: swelling, skin rashes, excessive bleeding, pelvic pain, low back pain, sciatica, cramps, headaches, loss of vision, metallosis, nausea, abdominal pain, constipation, amenorrhea, product insertion and removal dates, treatment drug, lab data, medical history, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of the essure devices') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.